Event description:
It was reported that the patient experienced elevated continuous glucose monitor readings and upon removal of the infusion site, the cannula was missing. The site had been placed to the left of the belly button and was later replaced to the right side while maintaining the same tubing to resume basal delivery. The event occurred on day three of use. The operator of the device was the patient. There was patient involvement with no harm

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.